Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The physician was placing a taxus express2 2.7 5x12mm drug eluting stent into an unknown coronary artery. It was reported that there was a burr on the end of the stent and the stent would not go up the wire. The procedure was completed with another taxus express2 stent of the same size. The patient condition was reported as ok.